Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ device breakage') and device expulsion ('expulsion / migration/expulsion of essure device/migration of essure device-location of device: unknown/essure coil has dislodged/essure coil was not definitively identified in the right fallopian tube') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, multiple allergies, hay fever, asthma, irritable bowel syndrome, fibromyalgia, graves' disease, anxiety, cholecystectomy and intermenstrual bleeding. Concurrent conditions included overweight, irregular menstruation, cough, tiredness, uterine fibroid cyst and ovarian cyst. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal discharge ("bladder/urinary problems vag. Discharge"), fatigue ("other injuries/symptoms fatigue/fatigue"), migraine ("other injuries/symptoms migraine/migraines/headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), asthenia ("low energy"), depression ("depression") and nausea ("nausea") and was found to have weight decreased ("other injuries/symptoms weight loss"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("lower abdomen pain") and abscess ("abscess"). The patient was treated with surgery (hysterectomy (full) salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, asthenia, depression, nausea and abscess outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, menorrhagia, vaginal discharge, fatigue, migraine, weight decreased, vaginal haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, abscess, asthenia, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: plaintiff received treatment for following events breakage, migration, expulsion, dysmenorrhea (cramping), pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal discharge, fatigue, migraine and weight loss. Current weight: 154.8 lbs the right tubal ostia was cannulated with the essure device and the device was deployed revealing 3 coils visible at the tubal ostia and the left with 3 coils visible as well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2017: large ovarian cyst that seems to suggest a simple cyst on the left side. The right ovary appears unremarkable as well as the uterus. Contrast filled bowel loops appear unremarkable. The appendix appears unremarkable. No intra-abdominal inflammatory process is noted. Post cholecystectomy changes are noted.. Ultrasound scan vagina - on (B)(6) 2017: migration, expulsion, left occlusion only. The right coil was definitely not visualized.. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: weight loss, fatigue, menorrhagia, dysmenorrhea, depression, migration and expulsion of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: pif received: event abscess added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and device expulsion ('expulsion / migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("bladder/urinary problems vag. Discharge"), fatigue ("other injuries/symptoms fatigue") and migraine ("other injuries/symptoms migraine") and was found to have weight decreased ("other injuries/symptoms weight loss"). The patient was treated with surgery (hysterectomy (full) salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and device expulsion outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, menorrhagia, vaginal discharge, fatigue, migraine and weight decreased had resolved. The reporter considered abdominal pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, vaginal discharge and weight decreased to be related to essure. The reporter commented: plaintiff received treatment for following events breakage, migration, expulsion, dysmenorrhea (cramping), pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal discharge, fatigue, migraine and weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2017: migration, explusion, left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ device breakage') and device expulsion ('expulsion / migration/expulsion of essure device/migration of essure device-location of device: unknown/essure coil has dislodged/essure coil was not definitively identified in the right fallopian tube') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, multiple allergies, hay fever, asthma, irritable bowel syndrome, fibromyalgia, graves' disease, anxiety, cholecystectomy and intermenstrual bleeding. Concurrent conditions included overweight, irregular menstruation, cough, tiredness, uterine fibroid cyst and ovarian cyst. On (B)(6) 2015, the patient had essure inserted.in (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal discharge ("bladder/urinary problems vag. Discharge"), fatigue ("other injuries/symptoms fatigue/fatigue"), migraine ("other injuries/symptoms migraine/migraines/headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), asthenia ("low energy"), depression ("depression") and nausea ("nausea") and was found to have weight decreased ("other injuries/symptoms weight loss"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("lower abdomen pain") and abscess ("abscess"). The patient was treated with surgery (hysterectomy (full) salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, asthenia, depression, nausea and abscess outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, menorrhagia, vaginal discharge, fatigue, migraine, weight decreased, vaginal haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, abscess, asthenia, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: plaintiff received treatment for following events breakage, migration, expulsion, dysmenorrhea (cramping), pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal discharge, fatigue, migraine and weight loss. Current weight: 154.8 lbs the right tubal ostia was cannulated with the essure device and the device was deployed revealing 3 coils visible at the tubal ostia and the left with 3 coils visible as well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Computerised tomogram abdomen - on 06-nov-2017: large ovarian cyst that seems to suggest a simple cyst on the left side. The right ovary appears unremarkable as well as the uterus. Contrast filled bowel loops appear unremarkable. The appendix appears unremarkable. No intra-abdominal inflammatory process is noted. Post cholecystectomy changes are noted.. Ultrasound scan vagina - on (B)(6) 2017: migration, explusion, left occlusion only. The right coil was definitely not visualized.. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: weight loss, fatigue, menorrhagia, dysmenorrhea, depression, migration and expulsion of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ device breakage') and device expulsion ('expulsion / migration/expulsion of essure device/migration of essure device-location of device: unknown/essure coil has dislodged/essure coil was not definitively identified in the right fallopian tube') in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included headache, multiple allergies, hay fever, asthma, irritable bowel syndrome, fibromyalgia, graves' disease, anxiety, cholecystectomy and intermenstrual bleeding. Concurrent conditions included overweight, irregular menstruation, cough, tiredness, uterine fibroid and ovarian cyst. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), vaginal discharge ("bladder/urinary problems vag. Discharge"), fatigue ("other injuries/symptoms fatigue/fatigue"), migraine ("other injuries/symptoms migraine/migraines/headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), asthenia ("low energy"), depression ("depression") and nausea ("nausea") and was found to have weight decreased ("other injuries/symptoms weight loss"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy (full) salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device expulsion, asthenia, depression and nausea outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, menorrhagia, vaginal discharge, fatigue, migraine, weight decreased, vaginal haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, asthenia, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: plaintiff received treatment for following events breakage, migration, expulsion, dysmenorrhea (cramping), pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal discharge, fatigue, migraine and weight loss. Current weight: 154.8 lbs. The right tubal ostia was cannulated with the essure device and the device was deployed revealing 3 coils visible at the tubal ostia and the left with 3 coils visible as well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2017: large ovarian cyst that seems to suggest a simple cyst on the left side. The right ovary appears unremarkable as well as the uterus. Contrast filled bowel loops appear unremarkable. The appendix appears unremarkable. No intra-abdominal inflammatory process is noted. Post cholecystectomy changes are noted. Ultrasound scan vagina - on (B)(6) 2017: migration, expulsion, left occlusion only. The right coil was definitely not visualized. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: weight loss, fatigue, menorrhagia, dysmenorrhea, depression, migration and expulsion of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs & mr received- new events abnormal bleeding (vaginal), low energy, depression, lower abdomen pain and nausea were added. Event onset date was added. Medical history and lab data were added. Patient's height and weight were added. Reporter's information was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and device expulsion ('expulsion / migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("bleeding menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("bladder/urinary problems vag. Discharge"), fatigue ("other injuries/symptoms fatigue") and migraine ("other injuries/symptoms migraine") and was found to have weight decreased ("other injuries/symptoms weight loss"). The patient was treated with surgery (hysterectomy (full) salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and device expulsion outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, menorrhagia, vaginal discharge, fatigue, migraine and weight decreased had resolved. The reporter considered abdominal pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, pelvic pain, vaginal discharge and weight decreased to be related to essure. The reporter commented: plaintiff received treatment for following events breakage, migration, expulsion, dysmenorrhea (cramping), pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal discharge, fatigue, migraine and weight loss. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2017: migration, expulsion, left occlusion only. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received: event injury was updated to events: breakage, migration, expulsion, dysmenorrhea (cramping), pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vag. Discharge, fatigue, migraine and weight loss. Essure implant and explant date was added. Outcome for events dysmenorrhea (cramping), pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vag. Discharge, fatigue, migraine and weight loss were resolved. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.